Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller was unresponsive and would not charge and the issue began like 3-4 days ago. Patient stated that they charged the controller and it didn't charge at all and now the screen was black. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power back on. Patient confirmed that the green light was on the ac power supply. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information received from patient. Pt called back to request assistance in pairing their replacement controller to their ins. Tss walked caller through successfully pairing. Patient called back reporting that they received the new controller and that they are not able to see their groups and programs on the home screen. Patient stated that the controller just goes into looking for a device all the time and that they get no device found and told to attach the recharger. Agent walked patient through a controller reset and patient noted the controller powered back on but that they got no device found. Agent asked if the patient saw the controller light and patient said that they saw the ac power supply cord light; patient sounded confused when asked about the controller light. Agent had patient attempt a charge session; patient got no device found and tried again and got poor recharge quality and then was recharging excellent. Agent inquired about the implant battery level but patient would not respond with the charge level and said that they were good and things were working good now. Patient mentioned that they are scared to go to sleep but that everything was working how they liked. Agent documented the reported information and advised the patient to continue charging their implant. Additional information received from patient. Patient called back reporting that they do not know how to turn their stimulation off. Agent attempted to walk patient through turning their stimulation off with the stimulation button on the controller but patient kept getting no device found on the controller. Agent walked patient through a controller reset; patient stated that they were still getting no device found and could not turn their stimulation off with the stimulation button. Agent had patient start a charge session and patient was recharging excellent with the controller at 100% and the implant at 30%. Patient got no device foundand somehow got to the home screen and confirmed seeing their group and programs but then was recharging excellent again; agent walked patient through turning their stimulation off and patient was able to turn the stimulation off. Unrelated medical history; patient noted they are disabled.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.